Event description:
Related manufacturer report number: 3006705815-2022-17063. It was reported that the patient was experiencing pain at the ipg site and their left lead had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2022 during which the ipg was repositioned and the lead was explanted and replaced. Effective therapy was established post-operatively. Product investigation was unable to determine which lead had the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000065849.